Event description:
In 2004, while using the sound processor, the pt reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. The following month, the pt was seen for evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.